Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 314mg/dl at its highest. Multiple infusion set site changes were performed and the occlusion alarms continued. A complete supply change was performed resolving the occlusions. Tandem technical support educated the customer on possible causes for occlusion alarms and explained the occlusion alarm troubleshooting steps.